Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Hospital. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the delivery shaft was kinked and the balloon was leaking gas. Also, a balloon pinhole was noted. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a pinhole leak at the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing was performed by attached the device to an inflation device and the balloon was inflated to rated burst pressure, however, the pressure was unable to be maintained as a pinhole leak was located in the balloon. No other issues were identified with the device. The allegation in the complaint is confirmed.

Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During the procedure, the delivery shaft was kinked and the balloon was leaking gas. Also, a balloon pinhole was noted. The procedure was completed with another of the same device. No further complications were reported and the patient was stable after the procedure.